Event description:
It was reported that the lead was dislocated under x-ray. In the process of implantation, pacemaker lead interface screws could not rotate, the lead could not be fixed. Finally the lead was replaced and patient was well after the process.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.